Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing both supplies and a dexcom g6 cgm, pairing appeared successful but then displayed a "pairing failed" notification, after which the ilet pump did not receive cgm glucose values while the dexcom app continued to display readings. Symptoms included no reported adverse physiological effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included troubleshooting and education with the patient, including toggling settings, restarting devices, and re-entering the pairing code, which allowed the user to restart the pairing process. Investigation of this case revealed a pairing failure between the ilet and the cgm transmitter, consistent with a communication or connectivity issue; the dexcom system functioned independently, suggesting the problem was limited to the interface between devices. It was concluded, based on previously established findings for similar reports, that the cause was a transient pairing or connectivity issue.